Event description:
It was reported that the device could not be interrogated with two different programmers. The next day, the device interrogated normally. It was also noted that the patient received successful appropriate hv therapy two days prior. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.